Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer made a clicking noise. A field service engineer (fse) replaced the pyxibus module, latch sensor, and inseparable latch to resolve the issue. On further inspection, it was found there was an overloaded pocket, and it has been removed. The fse checked the back panel cables and done visual inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a drawer failure. The customer stated that the cubie drawer was making a clicking noise and did not open by itself. It had to be pulled manually to gain access to the drawer. There were no adverse events or injuries reported based on this incident.